Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified medication. It was reported that when the nurse attempted to connect the male adapter of the tubing set to an unspecified cannula connected to the pt, no flow of solution distal to the sight chamber of the tubing set. The customer contact reported that blood backed up the tubings. No specific details were provided. The customer contact reported a delay of therapy critical to the pt; however, there were no reported adverse pt effects. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.